Event description:
(B)(4). Extreme bloating, painful periods, back pain, severe weight gain, headaches, metal taste in mouth, joint pains, severe mood swings, unusual large amounts of heavy bleeding, hair loss, depression, severe allergic reactions that occur now that has never occured before.